Event description:
Since july 2001, the patient has not made expected progress. In october 2003, the center's cochlear implant team and the patient's family members reportedly decided to explant the patient's device. The patient's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.